Event description:
Pt called lfs and alleged that their meter was displaying three dashes (---). Pt was unable to obtain any results on the meter. The pt visited their physician to have their blood sugar tested. No treatment reported, however their physician did prescribe insulin. Pt has not yet received the prescription. The pt was using expired test strips. After resetting the date and time on the meter, the issue was resolved. Based on the info provided, there is evidence of a meter malfunction. There is no evidence of a serious injury. The meter and test strips are being replaced for the pt.